Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to unknown product performance issue. This rv lead was replaced with same model. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to unknown product performance anomaly. This rv lead was replaced with same model. No additional adverse patient effects were reported. Additional information received which indicated that helix was damaged while attempting in left bundle implant. This lead will not be returned for analysis.